Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare biomed performed a checkout of the equipment and confirmed the reported complaint. The flow sensor diaphragm was noted to be stuck to the top of the flow sensor housing. The flow sensor was replaced.

Event description:
The hospital reported that the unit failed the preoperative checkout. There was no report of patient involvement.

Manufacturer narrative:
Patient involvement in this event was reported incorrectly previously. There was patient involvement in this event but there was no report of patient injury.

Event description:
The hospital reported that the unit failed the preoperative checkout. There was no report of patient injury.